Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 157 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear the alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not exposed to a change in altitude. Customer stated that the time was not advancing. Customer confirmed that the frozen display issue was resolved after the battery has been changed. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.